Manufacturer narrative:
No additional information has been received to date. The product was received for evaluation, in good condition. Functional test was performed and the reported problem was not duplicated; however, the error was found to have happened multiple times in the device event history log (ehl). The root cause could not be determined. Device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the pump failed downstream occlusion. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missig the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Recalibrated the dso (downstream occlusion) sensor for preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Additional information received on 25-jul-2022 via email and attached to complaint object: malfunction occurred during testing, there was no patient involvement. Event problem and evaluation codes: updates not required., correction: device manufacturing date: 19-jan-2021.